Event description:
Rn transferring blood in a syringe into a lab tube. The 10ml luer-lock syringe being used with blunt tip cannula to fill lab tubes. The luer-lock tip snapped off of the syringe during insertion in the lab tube and forward sliced into pointer finger of left hand through glove. Patient not affected.